Event description:
A customer reported that their pump screen was dark and unresponsive, with the wake button requiring multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.